Event description:
It was reported by the sales representative that the handpiece will not shut off. There was no reports of pt involvement of adverse consequences.

Manufacturer narrative:
The device was returned to the manufacturer for investigation and the complaint was confirmed. The trigger assembly was replaced.